Manufacturer narrative:
One device was received for evaluation. A visual inspection noted that had a rear housing damaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log (ehl) review found no problems related to the event, ehl showed "high pressure" and "sensor mismatch" alarm messages. Ehl showed "no disposable" messages (nda related messages). Uso set to off. No problems were found with the programmed delivery in the ehl. No problems found related to the extra dose function (remote dose cord). Functional tests were performed, and the reported problem was confirmed as the led 1270 displayed during power up. Battery loss alarm test was executed, and test passed. The root cause of the problem was unknown. As a result, the mainboard and rear housing were replaced.

Event description:
It was reported that the device exhibited error 1270: housing back side is broken. The issue was observed during functional testing in their workshop.